Event description:
It was reported that a vns patient experienced an increase in seizures in the mornings. At the moment, the relationship of the increase in seizures to vns therapy is unknown while the pre-vns baseline is also unknown. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Age at time of event: this information was inadvertently left off of the initial MFR. Report. Describe event or problem: "a battery life calculation was performed on (B)(6) 2009 which showed that the vns generator's battery most likely depleted prior to the patient's reported increase in seizures." This information was inadvertently left off of the initial MFR. Report.

Event description:
A battery life calculation was performed on (B)(6) 2009 which showed that the vns generator's battery most likely depleted prior to the patient's reported increase in seizures. It was later found that the patient underwent generator replacement surgery on (B)(6) 2009. The generator is not expected to be returned to the manufacturer.